Event description:
A physician reported that her patient had essure micro-inserts placed on (B)(6)2010 by another physician. The patient began experiencing pain immediately following the essure procedure and an hsg performed revealed both tubes were patent; an x-ray showed that 1 device was adjacent to the fallopian tube and 1 was located in the pelvis. The patient presented to the physician with persistent low grade pain and the physician performed an ultrasound which showed that 1 device had perforated through the myometrium. The physician performed a laparoscopy on (B)(6)2010 and removed both micro-inserts; she said 1 device was found perforated through the posterior aspect of the cornua running parallel to the tube and the 2nd device was found in the patient's pelvis adhered to bowel. The physician says the patient is doing well following the laparoscopy and is free from pain. The physician stated that she believes the essure devices were the source of the patient's pain.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.